Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hand assisted sigmoid colectomy with primary anastomosis laparoscopic procedure, the device was difficult to open and removed after firing causing a small tear in the colon. The staple line was oversewed with suture and no leak detected. Donuts looked good. Six days post operative, the patient had fever, pain and CT scan showed an abscess in the pelvis. The patient was treated with antibiotics and currently doing well.